Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after implanting the lens the surgeon saw a crack in the visual axis of the iol. The iol was removed and replaced with a backup lens to complete the procedure. There was no patient harm and the lens was disposed of.